Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump receives the main arm cannot communicate with the motor arm alarm. The customer¿s blood glucose level was 301 mg/dl. The customer refused the troubleshoot for the pump error. The device will not be returned for the analysis.